Event description:
It was reported that a left knee arthroscopy was performed.

Manufacturer narrative:
The associated complaint devices were not returned. The clinical/medical team concluded, arthrofibrosis is a condition that sometimes occurs in a knee joint that has recently been injured. Risk factors for arthrofibrosis include replacement knee surgery and arthroscopic surgery. Based on the information provided and without the return of the explant for analysis the root cause of the loosening component and arthrofibrosis cannot be concluded. However, the patient falls prior to the revision could not be ruled out as contributing factors to the reported event. The patient impact beyond the reported revision cannot be determined. No further clinical assessment is warranted at this time. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed parts revealed no prior complaints for the listed batches. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.